Event description:
It was reported the video system center had black screen-no image. The issue occurred at preparation before use for a diagnostic gastroscopic procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   Correction on fields: d9 and e1. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that black screen/no image event, occurred, due to power supply unit failure. Olympus will continue to monitor field performance for this device.